Event description:
A 4.0mm diameter by 12mm length s670 rapid exchange stent delivery system was inserted into a tortuous right coronary artery. It was not possible to cross the proximal target lesion, therefore, the stent delivery system was removed from the pt. After the device was removed, it was noticed that the stent was missing from the delivery balloon. The stent was found on the tip of the guide catheter. The guide catheter was then removed, however, when the guide catheter was pulled through the femoral sheath, the stent dislodged from the tip of the guide catheter into the iliac artery. Subsequently, the stent was retrieved successfully with a snare device. The target lesion was then successfully treated with the deployment of an s670 stent. The physician did not follow the instructions for use, when the lesion was not pre-dilated and when the device was pulled into the guide catheter for removal. There were no additional clinical sequelae reported related to the event. Device history record review revealed no issues relevant to the event.